Event description:
The customer reported that the monitor will stop alarming before a staff member can reach it.

Manufacturer narrative:
The customer reported that the monitor will stop alarming before a staff member can reach it. The description is consistent with expected and intended behavior for reminder alarms and unlatched alarms. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)